Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation/evaluation. The investigation confirmed the occurrence of the reported ¿purple image¿ and traced it back to a defective r-unit. Thus, the reported incident was attributed to component failure. The investigation also found the fiber composite of the optical fibers to be damaged. This damage was caused by external force and can thus be attributed to user error. However, it is not directly related to the reported image problem. Additionally, drop-shaped particles were found under the cover glass. A customer¿s fault is not indicated. These are residues from the adhesive used within the fiber optics, which emerge since the materials used in the tip of the connector are not fully capable to endure the high temperatures of the light source over time. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure, the video telescope displayed a purple image. No further information was provided but there was no report about an adverse event or patient injury.